Event description:
Device issue: difficulty removing damaged stent/loose stent. Adverse event: medical intervention required to snare damaged stent. Onset of adverse event: during the procedure. It was reported that they took the rx promus stent delivery system (sds) through the lcb (non-abbott) guiding catheter to the lesion in the svg. It was a very tight ostium and they could not get the stent distal to the lesion. They pulled the stent back and it caught the edge of the guiding catheter causing the stent to flare, and could not pull it back into the guiding catheter. Therefore, they removed everything together so the stent would not dislodge. However, they were unable to pull the stent out through the 6 french, so they switched to a terumo 8 french sheath and still could not get it out. During the attempt, the stent moved about 1/3 down the balloon, but it did not dislodge. A gooseneck snare was used to remove the stent because the distal end was not damaged and they were able to remove it successfully by taking the distal end out first. The lesion was not treated at this time, however, the pt will be brought back in approximately 3 weeks. The pt is being medically managed. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant info.